Event description:
It was reported that the patient admitted after receiving multiple shocks. The device was found in back-up vvi mode. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported device reset mode was confirmed. A review of the device diagnostics indicated that noise was recorded by the device that led to multiple high voltage charge initiations. These multiple hv charges was found to have drained the battery and caused a power-on reset to occur. After clearing the device from reset mode, the device met specifications during bench and automated testing. The source of the recorded noise that caused the event remains undetermined.